Event description:
It was reported that the palacos did not open in a sterile or proper manner. The product was opened before the case. Additional clinical follow up with the customer indicated that the reported issue of product not opening properly occurred prior to the procedure. It was noted that there was no pt involvement or procedure impact and another palacos r+g was opened to successfully complete the scheduled procedure.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.